Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the customer had an issue where sometimes it gets clogged and they have to change the set. Customer had a no delivery alarm while they were sleeping. Customer's blood glucose was 400-500 mg/dl. Customer used a manual injection to treat. Customer reported that the alarm was resolved by an infusion set change. Customer's mother changed the set to resolve the issue. Customer does not want to return the set or reservoir for analysis. Customer has been having low blood glucose at night. Customer's sensors have been causing a threshold suspend alarm. Customer's mother refused to troubleshoot at the time of the call. Customer's mother was explained that the system is being used off-label due to the customer's age.